Event description:
It was reported while doing an atrial fib ablation, the hub of a swartz braided transseptal introducer snapped off after transseptal puncture while the sheath was in the pt. The sheath was exchanged to complete the procedure. There were no consequences to the pt. Add'l info was requested, but not received.

Manufacturer narrative:
One 8f swartz braided introducer was received for eval. Visual inspection revealed a separation occurred in the hub. Blood was also confirmed on all returned items. The separation occurred at the top of the headed portion of the sheath tube within the hub. The introducer was received in two pieces, which separated in the lower half of the hub. Microscopic examination revealed the entire top of the headed of the sheath tube was visible there were also exposed braid wire noted from within the sheath tube. There was no other visible damaged noted with the returned sheath. Review of the device history record confirmed this lot met mfg requirements prior to shipment. A root cause cannot be determined at this time. A quality improvement project was initiated to investigate this issue.